Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. The file started on the 13th of august 2025 at 0:19am local time (date of incident). The infusomat space was in an ongoing therapy (362.93ml were infused) according to the complaint registration formular the over infusion occurred after a new drug was connected to the infusion line at 10:50am. The line was purged at 10:40am. After purging the therapy was started with a flow rate of 4ml/h. Until this moment 407.96ml were infused. At 01:43pm the therapy was stopped. 415.77ml were infused according to the history files. The pump was removed from mains at 02:08pm. The pump turned off next day due to empty battery. Between 10:40am and 01:43pm the infusion rate was changed several times in a range between 2ml/h and 7ml/h. During this time no operating alarms or device alarm occurred during infusion. According to the complaint registration formular "the pump arrived at our ts in closed condition as the battery was empty. The line was still inserted and found in twisted condition." The uploaded picture showed a twisted line. A twisted line can cause over infusion during therapy. On request of the investigation team in melsungen, a technical safety check was performed on the pump. The pump passed the test. The over infusion was caused by a wrong inserted disposable. No technical malfunction was found during technical safety check of the pump. The defect was assessed as not confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "the hospital claims that it was determined that the infusion pump drew more volume than set in a short time from the steradin infusion (100cc) which had been prepared for the patient.".